Event description:
The patient experienced intermittent shocking. Impedances on electrodes 4-7 were greater than 10,000 ohms. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).